Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump was under delivering. The customer¿s blood glucose level was 400 mg/dl at the time of incident. The customer¿s current blood glucose value was 451 mg/dl. The customer also mentioned other blood glucose value such as 59 mg/dl. The customer treated high blood glucose with insulin pump and injection. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. Based on customer report customer did allege pump was under delivering because high sugar level was not came down and also gave correction with insulin pump. The customer was neither in the emergency room, nor admitted into hospital as a result of high blood glucose. The customer was declined to test insulin pump. The reservoir will not be returned for analysis.